Manufacturer narrative:
The reported issue of unable to oxygenate was confirmed. The returned mixer had previously been serviced by a third party. During evaluation, the fio2 knob was found to be loose and detached, and the balance was outside the specified limits. The most likely root cause is inadequate servicing of the device. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states, "to ensure proper function and accuracy, the sechrist air/oxygen gas mixers must be thoroughly overhauled every two (2) years. To maintain the product warranty, the overhaul must be performed by sechrist industries or by sechrist authorized personnel." Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference no. (B)(4).

Event description:
Customer reported staff was attempting to oxygenate the patient while he/she was on bypass and were unable to. Staff swapped the device for another one and it worked appropriately. No patient harm occured.